Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in the ICU, an infusion set snapped in the IV bag. The medication in the bag was not vasoactive. There was no patient harm.